Event description:
Report received from an international affiliate (abbott portugal) of an overdelivery. The report reads: "infusion of higher rates versus programmed. Pump programmed only for pca, but 2 bags of 200ml dextrose/morphine were delivered in 48 hours. The reporting physician stated that there were no adverse events as a consequence of this malfunction". Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.